Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
In was reported that the infusion set tubing became disconnected from the patient line. Customer's blood glucose (bg) ranged from 180-250 mg/dl. The customer was able to change cartridge and successfully resume insulin delivery.